Manufacturer narrative:
(B) (4) the analysis results found that the cts45 device a was received in good visual condition with a white cartridge reload loaded in the device. The reload was received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the short rack teeth and the left pinion axle support were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). The analysis results found that the cts45 device b was received in good visual condition and with a white cartridge reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open pelvic mass resection procedure. The surgeon was trying to remove a piece of tissue from the uterus and when he pulled the trigger it locked out. A second device had the same issue and both devices would not engage. They used manual clamp, cut and tie to complete the procedure with suture.